Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported battery not showing battery manufacture date and battery lot ID (identification) on the ventilator information screen when plugged in. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the battery to resolve the reported issue. The technician performed the performance assurance test, which the device passed successfully.